Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor(s) model: bsm-6501a, sn: ni. Bedside monitor(s) - bsm-1700 series, model: ni, sn: ni.

Event description:
On (B)(6) 2021, the customer it/is reported that the bedside data was not going to the emr, and then later stated that the central nurse's station (cns) was in communication loss. This was the 2nd occurrence of this happening. The 1st occurrence was reported on 09/15/2021 on (B)(4) and was reported to the FDA on another MDR. The customer found a failed switch in the electrical closet on the 8th floor. They replaced the switch with a spare they had, and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on 09/17/2021, the customer reported that data from the bedside monitor (bsm) was not sending to the emr, and then later stated that the central nurse's station (cns) was in comm loss. This was the 2nd occurrence of this happening. The 1st occurrence was reported on 09/15/2021 on 300268485 and was reported to FDA in a separate MDR. This was found to be an issue with the network switch in the electrical closet on the 8th floor. They replaced the switch with a spare, which resolved the issue. No patient harm or injury was reported. Investigation summary: the root cause is determined to be the facility's network environment. This is a reoccurrence of a previous issue (ticket (B)(4)), where the switch for the network failed. The previous issue was resolved by rebooting the switch. The network switch failure caused the comm loss to occur on the cns. The reoccurrence prompted the facility to replace the switch for this reported issue. Possible causes of network failure are ungraceful shutdown. An unexpected shutdown can be caused by power outages, brown outs, a depleted battery, a removed power cord, or by accidentally hitting the power button. Sudden power outages, power surges, abnormal shutdowns, viruses, a complete system crash, or updating errors, all of these could cause communication disruption between the server and the cns as well as communication between the cns and monitored devices. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
On 09/17/2021, the customer reported that data from the bedside monitor (bsm) was not sending to the emr, and then later stated that the central nurse's station (cns) was in comm loss. This was the 2nd occurrence of this happening. The 1st occurrence was reported on 09/15/2021 on 300268485 and was reported to FDA in a separate MDR. This was found to be an issue with the network switch in the electrical closet on the 8th floor. They replaced the switch with a spare, which resolved the issue. No patient harm was reported.